Event description:
It was reported that there was t-wave oversensing (twos) post pace on the real time electrogram. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 implantable tachy lead, (B)(6) 2005. (B)(4).